Event description:
It was reported that the patient came for unscheduled follow-up on (B)(6) 2014 due to slight dizziness. Physician observed irregular pacing on external ECG. Also an inappropriate diagnosis message related to atrial sensing was reportedly displayed by the programmer.

Event description:
It was reported that the patient came for unscheduled follow-up on (B)(6) 2014 due to slight dizziness. Physician observed irregular pacing on external ECG. Also an inappropriate diagnosis message related to atrial sensing was reportedly displayed by the programmer.